Event description:
Customer reported experiencing a no flow at the luer. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The reported condition of no flow was not confirmed; therefore the assignable cause could not be determined. The lot number is unknown; therefore the batch review cannot be performed. Should additional information become available, a follow up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is 510k exempt. (B)(4).